Event description:
The customer reported to olympus that the screen of the subject device was blank. No image was displayed. There was no report of patient or user injury due to the issue. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer's reported issue was confirmed. Service found there was a dark image, and an intermittent flickering image, due to failure of the charge-coupled device (ccd) unit. In addition, service found the distal end was detached from the bending mesh. The pink rubber of the transducer had a bubble and was chipped. The adhesive on the bending section cover was cracked. The biopsy channel was leaking. There were two broken elements in the ultrasound image. The insertion tube was buckled below the bending section cover glue. There was a loose connection between the scope connector and the ultrasound connector. There was low angulation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that external stress caused the event. The following is included in the instructions for use (IFU): "caution: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer regarding their reported issue.

Event description:
Additional information was received from the customer regarding their reported issue (the screen of the subject device was blank, no image was displayed): the reported issue was observed during pre-use inspection, prior to a diagnostic endobronchial ultrasound (ebus) procedure. The intended procedure was completed using another scope. There was no delay in the procedure due to the reported issue. There was no patient impact due to the reported issue.